Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.0/+2.5/072 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Corrected data: device manufacture date 02/05/2016 is incorrect, correct data is 01/20/2016. (B)(4) - conclusion: review of the file indicates that the lens was not implanted in accordance with the dfu requirements, the anterior endothelium chamber depth was below 3.0mm for vicl/vticl. Additional data: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial, but there was clear surgical residue/debris on product. Visual inspection found the lens optic torn/split, the haptic torn/broken/bent/deformed, and there was foreign material on lens surface. (B)(4).